Event description:
Livanova deutschland received a report that a s5 double roller pump turned off during procedure in which it was not used as arterial pump. Later, the pump restarted on its own. There is no report of any patient injury.

Manufacturer narrative:
Patient information was not provided.livanova (B)(4) manufactures the s5 double head pump. The incident occurred in austria. The error could not be verified by the biomedical engineers in the hospital who did the repair. The hkr (computer board) was replaced.the readout of the hkr (computer board) from the latest case was provided to livanova. The log only goes back to later than the event date.according to follow up information, there was no alarm or error code. The pump was completely deactivated as if power was switched off.if any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H10: complaints database analysis revealed that no similar event on this device occurred since its installation in 2008. Most likely root cause of the reported issue can be traced back to a defective computer board (hkr) due to the wearing of its electronics.

Event description:
See initial report.